Event description:
Additional information provided by healthcare professional: as of two months post onset symptoms are decreasing. In the marionette area ¿nodules are nearly cone, cheek caudally still there, right more than left.¿ a week and a half after discontinuing the antibiotics the right cheek is much better with only small indurations in the cheek are palpable.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, swelling, hardenings, pain, unwellness, increased body temperature, and rough nodules (granuloma) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the marionette fold with unspecified juvéderm® voluma. Three months later patient was injected to both nasolabial grooves with unspecified juvéderm® voluma. Eight months later patient was injected to the marionette for wrinkle correction with unspecified juvéderm® voluma. Patient was pretreated with lidocaine/tetracaine anesthetic cream and using cooling packs post injection. A month later patient developed nodules in the areas of injections, further described as pea-sized swelling or hardenings in marionette area. Patient was reviewed by injecting physician who noted ¿palpable strong pea-sized hardenings on both sides.¿ patient additionally developed pain, general unwellness, increased body temperature, and ¿formation of rough nodules (granuloma) on all injected areas.¿ patient was treated with hylase. Four days later patient had worsening and was prescribed cefuroxime. Seven days later patient had no improvement and was prescribed telfast and oral cortisonstoss (decortin). After another week patient¿s ¿hardenings in size and structure unchanged.¿ patient now has hardenings on right cheek in previous injected areas with teosyal ultra deep. Physician notes ¿patient was not treated sufficiently with antibiotics due to lack of patient compliance¿ because the patient stopped taking the medication after 3 days and hyaluronidase ¿didn¿t solve the problem properly.¿ patient was prescribed levofloxacin and clarithromycin. Patient discontinued levofloxacin after 7 days but is still taking clarithromycin. Upon review patient ¿showed considerable optical and palpable improvement of the finding (~70% resolved).¿ this is the same event and the same patient reported under MDR ID# 3005113652-2016-00976 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2016-00977 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, the third injection of juvéderm® voluma, also a device manufactured by allergan.